Event description:
It was reported that the user announced a larger-than-usual meal and subsequently experienced a blood glucose decrease to 42 mg/dl, treated with oral glucose tablets, after which blood glucose rose to the high 200¿300 mg/dl range; the user questioned whether dinner carbohydrates and the correction algorithm timing contributed, and the agent noted the pump showed no interruption in insulin delivery except during the low and explained algorithm behavior. Symptoms included hypoglycemia with dizziness and shaking/tremors, followed by hyperglycemia. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no specific findings and insufficient information regarding a device problem or component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.